Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In addition to what were previously alleged, ppf alleges recurrent dislocation. After review of medical records, added code malposition to cup since previous operative notes mentioned that the cup was 25-25 degrees anteverted on revision (B)(6) 2016. Added medical history. Doi: (B)(6) 2004, (cup and hole eliminator). Doi: (B)(6) 2016, (head and liner). Dor: (B)(6) 2016, (right hip).